Event description:
The customer stated that she has been hospitalized twice, due to hyperglycemia and diabetic ketoacidosis. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that she has had bent cannulas in the past. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.